Event description:
Information received indicates the brake will unlock when a patient is in the bed.

Manufacturer narrative:
The technician replaced the left foot brake caster and adjusted the brake to repair the bed.